Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep is present with patient (pt) in clinic during the call and reports the patient is experiencing unwanted stimulation, or sensation of a "bee/wasp sting" near their battery site located in the left lower sacral area. Rep states the patient's programming is working fine for him now, as he is not receiving any shocks in his arms (lead is cervical).rep reports this is when the patient is lifting, bending or laying on their right side, and it is intermittent, with some more intense than others. The patient does not use adaptive stim. Rep reports the patient does not appear to have scar tissue at the implant site, but they can see the incision. Patient was overheard in the background of the call stating they felt the bee sting sensation, but it didn't last long. Rep reports she did complete an impedance check and the impedances were "normal". Later in the call, the rep reported that the patient had a fall during january, and began to feel this bee sting sensation a few weeks after the fall. Rep did not know if the bee sting sensation was due to the fall or not. Technical services (ts) advised rep to check impedances for the electrodes that are being used in current programming. Rep reports that initially, patient was using program a, with electrodes 0-4, however they were then switched to a different program with electrodes 8-12. Rep reports the following impedances with a reference of 8: 9 at 760 ohms, 10/11 at 820 ohms and 12 at 830 ohms. Other electrodes used in programming (9-12) were all reported to be normal. Ts advised rep to have patient follow up with their managing physician regarding the bee sting sensation they are experiencing. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that all impedances were within normal ranges. Doctor suspects pt is still healing from the procedure. Rep informed pt to report any further issues to them. Pt has not reported feeling any bee stings.